Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, mildly calcified, mid left anterior descending coronary artery. The lesion was pre-dilatated and a 3.0x15mm rx xience prime stent delivery system (sds) was prepped for use without any issues noted. The 3.0x15mm rx xience prime sds was then advanced to the correct position in the lesion and inflation was attempted, however, the sds balloon completely failed to inflate. The 3.0x15mm rx xience prime sds was simply withdrawn from the patient anatomy without issue and a new same sized rx xience prime sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.